Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the mechanism is not functioning correctly; the clip does not load reliably. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73a1800823 was manufactured on 02/06/2018 a total of (B)(4) pieces. Lot was released on 02/07/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the rotation tab is bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws and it was noticed that the next clip was loaded right behind the first clip. On the next attempt, the second clip was found to be broken. The clips were out of position and stacking on one another. The other remarks: clip stacking could cause clips to break inside of the channel, as was the case for this sample, and can also prevent the clips from properly loading into the jaws. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "doesn't load clips reliably" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. The clip stacking also caused a clip to break inside the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the mechanism is not functioning correctly; the clip does not load reliably. There was no reported patient injury.